Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant was unable to provide any pt details.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the retuned sample confirmed the reported failure to deploy the stent due to the breakage of a force transmitting component. The condition of the device indicates the presence of high release force. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult vessel anatomy which can lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can result in the reported event. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Event description:
It was reported that during stent placement in the sfa, the delivery system became blocked and the vascular stent failed to deploy. The device was retracted without difficulty and 2 other stents were deployed to successfully complete the procedure. There was no reported pt injury.